Event description:
Upon further query the following info was provided that indicated the piercing pin punctured a blood container. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs), at an unspecified rate. At an unspecified time, the customer contact reported that the piercing pin of the tubing set was inserted into the administration port of the blood container. At this time, it was reported that when the nurse spiked the unit of prbcs, the spike of the tubing set punctured the container of blood in an unspecified location. It was reported that the container leaked and was not delivered to the pt. After an unspecified length of time, a replacement unit of prbcs was obtained. The tubing set was replaced. At an unspecified time, the replacement unit of prbcs was delivered to the pt. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.